Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pacemaker dependent patient presented for follow-up, rv oversensing episodes leading to pauses in therapy were observed. Myopotential oversensing was suspected. Rv oversensing issue was known before. Programming changes were made and the issue was solved. Later, the device was electively replaced. Patient¿s condition was stable all the time.

Manufacturer narrative:
The reported field event of oversensing was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within expected limits. The device was tested on the bench and no anomalies were found.